Event description:
The guidewire was not able to pass through the 3.5x18mm cypher stent delivery system. It was identified on the product analysis that the luer hub was cracked.

Manufacturer narrative:
The device was returned for failure analysis . Visual inspection revealed the unit was kinked at 8 cm, 17 cm, 27 cm, 35.5 cm, 46 cm, 56 cm, 65 cm, 73 cm, 82 cm, 90 cm and 98 cm from the hub. The second section of omegas from the distal to proximal part of the stent was dented. Additionally, the sds hub was found to be cracked. This finding was not included in the original complaint and was noted the customer did not have knowledge of this issue while in possession of the product. No other visual anomalies were noted. The involved guide wire was not returned for analysis. During functional analysis, a 0.014" cordis guide wire lab sample was introduced through the returned cypher and it advanced smoothly without resistance during insertion and withdrawal. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product was returned to guidant (abbott vascular) for additional investigation due to the cracked hub. Abbott's investigation results revealed the hub and proximal portion of the nosepiece contained multiple stress fractures that are indicative of the device being subjected to some sort of external force. Lot history records did not reveal any nonconforming material reports. During manufacturing process at abbott vascular, the entire catheter is visually inspected for damage prior to being packaged. Therefore, no conclusive determination can be made as to what exact force caused the damage or when it occurred. The reported customer complaint was not confirmed by analysis. The hub crack discovered after the product was returned to cordis was confirmed by the original equipment MFR. Due to the limited info given, it is not possible to draw a conclusion about a clinical relationship between the device and the events. There is no clear indication that these events were design or MFR related.